Manufacturer narrative:
(B)(4)

Event description:
It was reported that the tip coating of the wire peeled off. The target lesion as located in the anterior tibial artery. A 300cm v-14¿ controlwire® was advanced to cross the lesion. However, it was noted that the coating on the tip of the wire came off. The tip and coating wire were removed from the patient and still partially attached to the wire. The procedure was completed with another v-14 guide wire. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: unit returned with its original box labeled. The unit returned has distal tip damage, as part of overall visual revision. The device has the end of its distal tip peeled off and also kinked. There are a couple of kinks along its body as well, approximately at 129 cm and 176 cm from its proximal end. The outer diameter of middle of the device, proximal section and overall length were within specification; however, the distal tip could not be performed due to device condition of the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that the tip coating of the wire peeled off. The target lesion as located in the anterior tibial artery. A 300cm v-14 controlwire was advanced to cross the lesion. However, it was noted that the coating on the tip of the wire came off. The tip and coating wire were removed from the patient and still partially attached to the wire. The procedure was completed with another v-14 guide wire. No patient complications were reported and the patient's status was stable.